Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further specified. The peritonitis was manifested with symptoms of abdominal pain, cloudy fluid and fever. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with injection ceftazidime (intraperitoneally, 1 gram, once a day, duration not reported) and inj. Meropenem (500 milligram, once a day, intravenously) for peritonitis. Four days later, treatment with meropenem was discontinued. The treatment with ceftazidime was stopped after twenty three days. The patient was discharged from the hospital after six days. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was not reported. At the time of this report, the patient was recovered from the peritonitis. The same day as receipt of this report dianeal therapy was withdrawn. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon further follow up, it was clarified that dianeal therapy was ongoing (previously reported as withdrawn). Should additional relevant information become available, a supplemental report will be submitted. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.